Event description:
Hcp reported pt experienced an overdose following a refill with a change in baclofen concentration from 2000ug/ml @ 450ug/day to 500ug/ml @ 500ug/day without a bridge bolus programmed. The pt was admitted to the hosp for observation. The pt was not alert and had no movement in her lower extremities. Her respirations were 12. The pump MFR reviewed and faxed the intrathecal beclofen overdose procedures. At the 1m/day flow rate (500ug/ml @ 500ug/day) it would have taken from approx 11 hrs to 13 hrs for the 2000 mcg/ml drug to clear the pump and catheter. The pump was programmed to 50oug/ml @ 500ug/day at approx 3:00 p.m. So by 2:00 a.m. To about 4:00 a.m. The 2000ug/ml would have been cleared from the system. The pt received 83.3ug/hr. Or 166.6 ug over two hrs instead of the 18.75ug/hr, that she was previously receiving with the 2000ug/ml @ 450ug/day or the 20 ug/hr that she was receiving of the 500 ug/ml @500 ug/day of the newly prescrived dose.